Event description:
It was reported that the pump showed the error message: cassette not inserted correctly. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.